Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's blood glucose was 437 mg/dl, treated with seven units of insulin. Customer also reported issues with the sensor readings. Troubleshooting was performed. Customer reported the sensor glucose was 87 mg/dl and blood glucose level was 437 mg/dl, 80.1 percent difference. Customer sensor glucose graph determines they are trending opposite directions. No rapid change arrows noted on the device. Average difference was calculated at 82.2 percent. Customer was advised the sensor appeared to be reacting to change in glucose. Customer stated he has been having off readings on the sensor. No further information reported.

Manufacturer narrative:
One opened and used sensor was inspected and the needle was found bent inside of the sensor base. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.